Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage caused electronic assembly to become shorted and burn. The insulin pump was unable to perform the operating currents, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test due to blank display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. The customer's blood glucose was 390 mg/dl at the time of incident. The customer's blood glucose was 267 mg/dl at the time of call. The customer stated that they were able to get the insulin pump to rewind after changing the battery multiple times. The insulin pump will be replaced and will be returned for analysis.